Manufacturer narrative:
The patient /family was the initial reporter so personal information was not entered.

Event description:
The customer received a blood glucose reading of 433mg/dl on the contour next one. She also tested on a different meter and received a result of 140mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.